Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking," "weird feeling," and "looks smaller."

Event description:
Patient reported left side "leaking", "weird feeling", "looks smaller". Device remains implanted.